Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/16/2020. Additional information: additional h3 investigation summary: it was reported performance breakage needle. A dispensed needle/suture piece and an empty labeled howi tray of product code vcp341 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, body fluids, bending and marks by use of a surgical instrument were noted on the body needle. No needle breakage was observed. The suture was noted damaged at the end appear to be by use. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, no performance breakage needle were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke. It is unknown how the case was completed. There were no patient consequences reported.